Event description:
This report was rec'd from an ophthalmologist requesting info concerning the model uv44b intraocular lens. He reported a woman who has this iol implanted on 10/9/91. She will need to have the iol explanted due to chronic uveitis, secondary cystoid macular edema, and corneal problems. At the time of his report, the secondary surgery for explant had not been scheduled. Attempts have been made to obtain add'l info have been unsuccessful.